Event description:
The customer reported to baxter (B)(4) a continu-flo primary drug administration set in which the set is blocked. The condition was identified before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. The unit was submitted for an under water leak test to test for blockage and no abnormalities were observed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.